Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified openings, yellow particles in the surface of the shell, and a nick. Leak test was performed and identified openings on posterior. A microscopic analysis was performed which identified a sharp opening in the posterior. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was two sharp openings on posterior side assessed as unidentified (tear) openings.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.